Event description:
A complaint was received from a customer that stated that the display is incomplete. They stated that there are segments missing from the "hundreds, tens, and unit digits". A request was made to return system for evaluation. In the meantime, a replacement unit was provided.